Manufacturer narrative:
H6: investigation summary two samples of infusion set model 2426-0007, lot 20079085 were received for quality investigation. The customer complaint that the y-site being install backwards was verified by visual inspection. A device history record review for model 2426-0007 lot number 20079085 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this issue was identified as an operator error that occurred during the manufacturing process.

Event description:
It was reported that as lvp 20d 3ss cv tubing was kinked. This occurred on 3 occasions. The following information was provided by the initial reporter: material #: 2426-0007 batch/ lot #: 20079085 it was reported that the port was inverted on the tubing which resulted in a kink in the tube.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 3ss cv tubing was kinked. This occurred on 3 occasions. The following information was provided by the initial reporter: material #: 2426-0007, batch/ lot #: 20079085. It was reported that the port was inverted on the tubing which resulted in a kink in the tube.